Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, hemopro cord attached to vasoview but no conduction was occurring. New cord tried without success. New vasoview opened and worked fine. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03mar2021. An investigation was conducted on 13 apr2021. A visual inspection was conducted. Signs of clinical use, charred tissue and evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device did not pass the pre-cautery test; it didn't produce any visible steam. An engineering evaluation was conducted that identified the root cause of the "failure to deliver energy". The handle of the hemopro tool complaint device was opened up to further investigate the device¿s switch (part# rm7001322). The hemopro tool complaint device switch was evaluated and it was observed that there was an incomplete solder joint at the switch common (c) terminal. The wire laying loosely in the hole of the switch common (c) terminal resulted in an electrical connection that was intermittent which caused the sporadic delivery of energy to the heating element in the jaws. It was evident that the defect happened during assembly. A training was conducted for the assemblers to be cautious with the solder and inspect that the wire is soldered properly to the terminals. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was confirmed. The lot # 25154978 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, hemopro cord attached to vasoview but no conduction was occurring. New cord tried without success. New vasoview opened and worked fine. The hospital did not report any patient effects.